Event description:
A complaint was received from colombia with the following details: 1. The described dental implantation case included 5 mis implants of seven xd implants that were implanted. 2. The mis seven xd implants that were implanted and the drilling procedures are described below: a. Two 4.20mm diameter x13mm length implants- the drilling process was carried out in a healed site and went through successfully. B. One 4.20mm diameter x16mm length implant - the drilling process was carried out at post extraction of the canine tooth on d1 bone. During the drilling process, the first drills functioned properly without any problem. After drilling with the last procedure drill, the dentist noticed burrs in the drilling area hole. C. Two 5.0mm diameter x8mm length implants- the drilling process was carried out in a healed site in bone type d2 at teeth number 36 and 46 positions. During the drilling process, the first drills functioned properly without any problem. After drilling with the last procedure drill, the dentist noticed burrs in the drilling area hole. 3. All drilling proceedings were performed according to mis xd drilling instruction/protocols. 4. The dentist explained that she checked the osteotome area after drilling procedure (before implantation) and that is how she noticed the burrs. Since she found burrs in the osteotome area, she checked the xd procedure drills as well and found that there is deformation in the drills blade.

Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.